Event description:
Adverse event(s): "pt experiencing severe glare" (visual disturbances); "glare interferes with near vision" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implanted]). A surgeon reported that following intraocular (iol) exchange surgery, the pt's visual acuity was 20/20 uncorrected, with good near and intermediate acuity. The surgeon reported that the pt was very happy with his visual acuity, but was experiencing glare which was more pronounced when he was performing near tasks. The surgeon reported, the pupillary sphincter was most likely stretched during the iol exchange procedure. The pt's smallest pupil size is 6 mm. The surgeon performed a second exchange procedure for a different model iol. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second lens.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested on 03/24/2010, 03/26/2010, 03/31/2010, and 04/01/2010 by phone, fax, and mail. Medical records were rec'd on 03/26/2010. (B) (4).